Event description:
A journal article was received which contained information about this lead and device. The patient was implanted with a pacemaker system and one month later presented with "asystolic pauses associated with breath holding spells." The patient subsequently had the lead revised. The article further suggests that the patient had "acquired diaphragmatic hernias presumably from the placement and revision of the pacemaker leads." Information obtained from the author indicated that the lead "wasn't in the right place based on a chest x-ray." The patient had surgery to repair the hernias and the recovery was "uneventful" and the patient was discharged two days later with complete resolution of the symptoms. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "intrapericardial diaphragmatic hernia after pediatric pacemaker placement." The american surgeon. 2011;77(11):250-251.